Event description:
The physician was attempting to use an advance ce to treat a lesion in the cx coronary artery with 99-100% stenosis. It is reported that hub separated from the catheter while the device was being removed from the patient. No detachment occurred in the patient. All parts of the advance ce catheter were successfully removed from the patient. Intervention was not required to remove the catheter from the patient. The patient suffered acute occlusion of the coronary artery due to thrombus. The patient subsequently expired. The physician does not feel that the use of the device led to patient death. The physician does not feel that the reported hub separation led to the thrombus. No abnormalities were noted on the device when inspected prior to use. No resistance was noted when advancing the catheter to the lesion. Excessive force was not used.

Manufacturer narrative:
Evaluation, results, conclusion: inconclusive- investigation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: received for evaluation was one export advance aspiration catheter in the original packaging coil and two syringes form the aspiration kit. As received the hub and stain relief of the aspiration catheter is detached and the aspiration line is attached to the aspiration line. There is no blood or moisture indicating use present on the catheter, syringes or aspiration line. During the analysis the hub was detached from the aspiration line and strain relief was removed from the hub. There what appears to be adhesive present in the lumen of the strain relief. The distal end of the hub shows adhesive. There is a slight visible pattern from the shaft present inside the hub. The location of the adhesive on the shaft appears to be more distal than desired. Under uv light the presence of adhesive is visible on both the shaft od and the hub ID confirming the catheter went through the bonding and assembly process.